Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. The customer continued to use the pump for insulin therapy.